Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 600mg/dl, with extreme drowsiness, associated with an alleged battery life issue. Reportedly, the patient remained on the pump, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the battery life issue had occurred with three separate batteries out of at least two separate battery packs. The battery type matched the battery setting, and there were no unconfirmed reminders, alarms, or warnings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.